Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material of manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the attached heart signals free of noise. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc. The ICD was implanted and active for approx. 28 months. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.